Event description:
The patient contacted animas on (B)(6) 2012 stating that the up arrow and down arrow keypad buttons were intermittently unresponsive. The patient denied any evidence of moisture in the pump or any damage to the keypad. The patient reportedly wore the pump under a garment and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. The ok, down arrow, and contrast keypad buttons were intermittently responsive during testing. The up arrow keypad button was responsive. During investigation, evidence of contamination was found under all keypad contacts.